Event description:
During the evaluation of a returned colleague infusion pump (uim software (B) (4)/ colleague 2006), an inoperative stop key was discovered on the pump head module keypad. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
(B) (4). This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.